Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump has cosmetic damage. The blood glucose at the time of the incident was 220 mg/dl. Customer also mentioned that the damage was at the lip of the reservoir. Customer stated that the reservoir was able to lock into place when inserted into the pump. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.